Event description:
It was reported that a right ventricular (rv) lead revision took place due to over-sensing noise and pacing inhibition. Programming changes were found to be implemented initially. The lead was capped on (B)(6) 2025 and replaced. The patient was stable.